Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 694765 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient "felt bad" when their device was reprogrammed to vvi pacing due to a right atrial (ra) lead fracture. In addition, the lead exhibited high impedance, was oversensing noise on an electrogram, and failed to capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.